Event description:
The surgeon implanted a silicone lens but it was removed due to the iol being damaged as it was released from the cartridge. The surgeon enlarged the incision to remove the lens and sutures were required. After the surgery the pt had elevated iop and corneal edema. At the two week post-operative exam the pt's best corrected visual acuity was 20/30. The iop was normal and the cornea was clear. The pt's prognosis is excellent.